Event description:
When loading a new set, the machine alarmed multiple times for effluent scale malfunction when loading. This happened multiple times with multiple sets. Once the alarm was resolved the set loaded and during the priming process the set drew air along with fluid, even with repriming the set, there was still air being pulled into the set. A new set was placed on the machine and the same results happened. No harm to pt.